Manufacturer narrative:
Other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that device is not working. When pressed, it does not move and does not move from 120. Upon inflating, instead of going from 0 to 120 it goes from 120 to 0. The event occurred during the use. The product was immediatly replaced to support the patient.